Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Pt weight: unk. Event date: unk. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -09.00 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vaulting. A longer lens was implanted on (B)(6) 2016 and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
Additional information: device evaluation: lens was returned dry, in lens case/vial. There was clear surgical residue/debris on product. Visual inspection found no visible damage to lens. Work order search: no similar complaints were reported for units within the same lot. Corrected data:(B)(4).